Manufacturer narrative:
(B)(4) - supplemental MDR - package damaged / defective / other. A variety of defects were reported, including molding irregularities, printing issues, foreign matter, packaging damage, empty packages, and a missing plunger rod. To support the investigation, five hundred seventy-six samples and twelve photographs of 1 ml luer-lok syringes from lot 4347102 were provided. All syringes were received in sealed packaging that included the appropriate product information. Of the samples reviewed, three hundred twenty-five exhibited no defects or imperfections. However, one hundred eighty-one samples contained unidentified particulate foreign matter located in the non-fluid path within the packaging. Three samples were found to contain hair in the same area. Thirty-six syringes had illegible or missing scale markings due to smearing on the barrel. Seventeen samples contained loose, unidentified particulate matter on the plunger rod in the non-fluid path. Additional findings included five syringes with barrel flange damage, four with damaged plunger rod thumb rests, and four with barrel discoloration consistent with embedded foreign matter. Two packages were damaged: one was missing the syringe entirely, and another had a 1.5-inch opening in the seal. One sealed package was missing the plunger rod. Ten photographs depicted a single package each, while two photographs showed two packages. These images documented the various conditions observed in the returned samples. Fourier-transform infrared spectroscopy (ftir) analysis was conducted and identified the most likely material match as polycarbonate, which is used in the manufacturing process. The observed conditions are non-conforming per product specifications. The embedded foreign matter is most likely degraded plastic resulting from the molding process, typically caused by prolonged exposure of resin to high temperatures within the molding machine, such as during start-up. This defect is cosmetic in nature and does not pose a risk to the customer. Potential root causes for the missing scale markings, missing plunger rod, foreign matter in the non-fluid path, and damage to the barrel and plunger rod are associated with the assembly process. Issues related to damaged packaging, compromised seal integrity, and foreign matter within the packaging are likely linked to the packaging process. A device history record review was completed for material number 309628, lot 4347102. The review confirmed that all visual inspections were performed in accordance with requirements, and no quality notifications were recorded related to the reported conditions. The lot was inspected and accepted based on the inspection control plan and subsequently approved for shipment. Further actions are currently underway, including the issuance of a quality alert to the manufacturing site. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 1ml ll packaging was damaged / defective. The following information was provided by the initial reporter: it was reported that as a result of an incoming inspection of 17,000 products at astellas, 586 defective products were identified. Confirmed defects: 1.molding defects (burrs, bubbles, scratches), 2.printing defects, 3.foreign matter (foreign matter of biological origin, foreign matter in the flow channel, fibrous foreign matter, dirt, etc.), 4.packaging defects (poor sealing, holes in paper), 5.empty packaging, 6.no plunger (missing plunger) *for details and photos of the breakdown of defects, please see the attached file.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.